Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had stuck button alarm. The customer¿s blood glucose level was unknown at the time of the incident. The customer tried to remove the battery and reinsert the same battery but it still has the stuck button alarm and he is still unable to clear it stuck button alarm. Customer states they were unsure if they pressed a button down for 3 minutes or longer. The customer advised to revert to backup plan per health care professional instructions. The customer advised to place the pump in storage mode: remove battery, press and hold the back button until the screen turns off. The device will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the displacement test and self test. No keypad anomalies noted during testing. Keypad unresponsive/button error alarm not confirmed. (B)(4).